Event description:
It was reported during an MRI related phone call that the patient's vns was found to already have been at 0.00 ma. The patient reported that he did not recall having the vns disabled. No additional relevant information has been received to date.

Event description:
It was later reported that the patient's vns was known to have been disabled for 1.5 years. The current physician did not disable the device. Diagnostics were reported to be within normal limits.